Event description:
It was reported via repair work order that the caster was not secure due to damaged side of recliner. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.